Event description:
It was reported that during the procedure, the accunet embolic protection device was advanced into the patient's anatomy and the filter deployed. The acculink stent system was then advanced and the stent was deployed at the target lesion. Prior to post-dilatation, pseudo-stenosis causing slow flow occurred. The slow flow resulted in altered mental status. The pseudo-stenosis was felt to be a vasospasm. It was thought that the slow flow and vasospasm were caused by a full filter basket. The filter was removed and replaced with a non-abbott device. Upon removal, the filter was noted to be full of debris. The vasospasm and altered mental status resolved with removal of the accunet. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of ischemia, vasospasm, and neurological deficit dysfunction are known observed and potential adverse events of carotid procedures as listed in the rx accunet embolic protection system instructions for use in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling the treatment appears to be related to the operational context of the procedure.